Event description:
I have implants, natrelle 110-330cc textured. After my MRI in lieu of a mammogram, the left implant was found to be ruptured. Implants were placed (B)(6) 2015. FDA safety report ID # (B)(4).